Event description:
New information received notes that the device was explanted and replaced due to normal eri. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29100. It was reported that when the patient presented in clinic for a follow up, battery longevity overestimation issue was observed on the device. Atrial lead noise was noted. The device replacement due to normal elective replacement indicator (eri) was mentioned. The lead would be monitored. The patient was stable.